Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 285123 on panther instrument sn (B)(4) which had a high number of positive samples. There were 73 suspected false positives out of 129 samples, and many samples were ran in duplicate (no sample ids provided). Customer retested 8 low-target samples from the wl in question which did not repeat. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer confirmed all samples in question were reported as positive per lab's decision; no associated adverse events were reported.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues. Hologic product applications specialist (pas) reviewed logs and confirmed the run was valid; in the beginning there were clusters of positive samples, then samples from four racks were tested twice. Pas concluded that samples with discrepant results may have low target or mishandled. Customer cleaned all benchtops and touchpoints, prepared new reagents, and understood that low-target samples may not repeat when retested. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.